Event description:
On 31 jan 2020, neotract was informed that a patient underwent a successful prostatic urethral lift (pul) procedure on (B)(6) 2020. While in recovery, the patient experienced worsening hematuria and was catheterized with a three-way foley catheter with irrigation and traction. The patient was then transferred to a hospital where his urine cleared after one day. On (B)(6) 2020, the patient was discharged. On (B)(6) 2020, the patient presented to the ER with worsening hematuria and clot retention. The physician stated that the patient became anemic (hgb 7.8 g/dl) and received one unit of blood. A CT scan confirmed the presence of blood clots within the bladder. The patient was taken to the operating room for blood clot evacuation. It was then discovered that the patient had a prostatic bleed from one implant site which was fulgurated, and the bleeding resolved. The patient¿s hgb was 10.1 g/dl at discharge. On (B)(6) 2020, at a follow-up visit, the physician reported that the patient¿s hematuria resolved and that he was voiding well.